Manufacturer narrative:
No patient involvement: the device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that the centrimag motor ran hot and the pump sounded unbalanced when it was turned on. When the pump was returned for investigation, it was concluded that the motor and bearing phases were preforming with in specifications. However, the impedance of bearing phase 'b' changed from its specified impedance values to 'infinite' and back, as soon as the motor cable was slightly bent at the cable exit. Therefore, it was suspected that cable breaks existed at the motor body's cable exit. The point of time when the cable breaks came into existence could not be determined. The intermittent cable breaks were determined being the root cause for the reported suspect behavior. The defective motor could not be repaired. A known well-working in-house motor was sent to tel as a replacement (for test purposes only). This event was previously not reported due to no patient involvement and no patient harm. The device was removed from service for evaluation. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.

Manufacturer narrative:
The centrimag motor is not a single use device. Approximate age of device - 3 years, 4 months (calculated from the device manufacturing date: nov 1, 2011). It was reported that the motor ran hot and that when a pump was on it sounded unbalanced. Analysis of the returned centrimag motor confirmed suspect motor behavior. Impedance measurements at the pins of the motor's lemo connector revealed that the bearing phase b connection varied from an open connection to within specification when the motor cable was slightly bent at the cable exit. The root cause of the reported event was determined to be an intermittent break in the motor cable. The specific cause of the observed motor cable damage was unable to be conclusively determined. A CAPA has been initiated to further investigate the issue of breakdown in centrimag motor cables. Reports of damage to the cable that connects the motor to the console are being addressed through the manufacturer's corrective/preventative action system and a voluntary field action for the centrimag motor (z-0103-2019) dated (B)(6) 2018, was sent to customers. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.